Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 19-nov-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. Fse talked customer through priming wash probe, removed probes from analyzer and primed into urine cup, customer sees steady streams. Fse then had customer change wash bottles and prime, after doing so errors disappeared. Concentration incorrect in that bottle so fse instructed customer to discard wash in that bottle and clean bottle then make up fresh wash using correct concentrations. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000 analyzer was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to an operator error.

Event description:
On (B)(6) 2015, a customer reported errors 2239/2240/2241 and 2242 bf probe suction failure on all three probes with their aia-2000 analyzer. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.